Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by pt's counsel that his client received a durom acetabular cup on the right side on (B)(6) 2006. His client underwent revision surgery on (B)(6) 2012, due to metallosis and corrosion. At revision surgery, surgeon also found loosening and corrosion.

Manufacturer narrative:
The MFR did not receive the affected devices or x-rays for review. Other source documents (surgical report) were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008 as referenced above. The need for further corrective measures is not indicated at this time. Therefore, zimmer (B)(4) considers this case as closed. Should additional info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).